Manufacturer narrative:
The customer returned their contour plus meter and contour plus test strips from lot # 8dlhc31a. The test strips from lot # 8glhc31a were not returned for evaluation. During investigation, it was found that the returned strips were visibly damaged with red rings surrounding the reagent, which could have been due to contamination or improper storage of the strips. Therefore, in-house testing was performed using the in-house contour plus test strips from lot # 8glhc31a. The meter switched on as expected. A meter functionality test was performed and no anomalies were found. Testing was attempted with the returned meter and in-house test strips, and multiple e11 (abnormal result) and e3 (used test strip) errors were obtained. The test strip port was examined and no contamination was found. Compressed air was blown into the strip port of the meter to clear any debris, and testing was re-attempted, however, errors continued to persist. The returned products were sent to the manufacturer for further evaluation. A device history record of the suspected contour plus meter was reviewed, which showed no manufacturing anomalies. The returned test strip measurements with the fixture method produced low test results and an error message, whereas the in-house test strips from lot # 8glhc31 with the fixture gave acceptable blood and control results. When the returned meter was tested with the in-house test strips, e11 error messages were obtained, which confirmed that the test strips were exposed to severe conditions. Upon further evaluation and further performance tests by the manufacturer for the returned meter, in-house test strip from lot # 8glhc31 and a reference test strip from lot # 9eqhd05, gave results within specification. The manufacturer also performed x-ray evaluation of the device and continuity test of the connector terminals. No abnormalities were found. Based on the manufacturer's investigation, it is possible that solution was infiltrated into the connector causing an unstable conduction. There is a potential that the intermittent event was caused by some solution in the connector drying out and hardening to coat the terminal surface. Additionally, in the process of repeated insertion and removal of the strips, the solid material that coated the terminal surface may have been rubbed off and removed.

Manufacturer narrative:
The customer returned the suspected contour plus meter and contour plus test strips from lot # 8dlhc31a. Upon investigation, meter did not pass the fixture test and gave an e3 error, which was indicative of strip upside down. The returned strips were visibly damaged with red rings surrounding the reagent. The damage was potentially due to contamination or improper storage of the strips. Therefore, in-house test strips from lot # 8dlhc31a were used to perform in-house testing. The meter switched on as expected. Customer service showed no anomalies. During in-house testing with returned meter and in-house test strips, multiple errors such as e11, which was indicative of abnormal result and e3 were obtained. The strip port was examined and no contamination was found. Compressed air was used to clear any debris, however, the errors continued to persist during testing. Meter has been sent to the manufacturer for further evaluation. In some countries outside the us, customer information is not provided due to privacy laws. The customer's weight was not provided. Model # was not provided. This event is related to MDR # 1810909-2019-00476.

Event description:
An advocate from (B)(6) reported that they obtained erratic blood glucose readings on an outpatient with two different lots of contour plus test strips when tested with the contour plus meter. The readings were as follows: 39 mg/dl with lot # 8glhc31a at 11:45 a.m., 307 mg/dl with lot # 8dlhc31a at 11:49 a.m., 289 mg/dl with lot # 8dlhc31a at 11:55 a.m., and 26 mg/dl with lot # 8glhc31a at 11:59 a.m. There was no allegation of an adverse event. The advocate was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the advocate.